Event description:
On (B)(6) 2015, the patient reportedly suffered from an arrhythmic storm. It was reported that the tachyarrhythmia was detected by the ICD, but not reduced by the shocks delivered by the ICD. External defibrillation was delivered. ICD was then interrogated and several warning messages were displayed. Preliminary analysis revealed a probable issue with the defibrillation lead. Overload (i.e. The detection of low shock impedance) was confirmed for one shock. Also, warnings for low shock impedance, high shock impedance, and rv continuity above 3000 ohms are indications of a rv lead issue. Preliminary analysis revealed a probable issue with the lv lead (warning for lv lead impedance above 3000 ohms). Preliminary analysis also revealed that 2 device resets occurred on (B)(6) 2015. Based on resets and on the use of external defibrillation, the integrity of the ICD cannot be guaranteed. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention for replacing the rv lead, the lv lead and the ICD). Reportedly, re-intervention has not been performed yet, because patient is still clinically unstable.

Event description:
On (B)(6) 2015, the patient reportedly suffered from an arrhythmic storm. It was reported that the tachyarrhythmia was detected by the ICD, but not reduced by the shocks delivered by the ICD. External defibrillation was delivered. ICD was then interrogated and several warning messages were displayed. Preliminary analysis revealed a probable issue with the defibrillation lead. Overload (i.e. The detection of low shock impedance) was confirmed for one shock. Also, warnings for low shock impedance, high shock impedance, and rv continuity above 3000 ohms are indications of a rv lead issue. Preliminary analysis revealed a probable issue with the lv lead (warning for lv lead impedance above 3000 ohms). Preliminary analysis also revealed that 2 device resets occurred on (B)(6) 2015. Based on resets and on the use of external defibrillation, the integrity of the ICD cannot be guaranteed. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention for replacing the rv lead, the lv lead and the ICD). Reportedly, re-intervention has not been performed yet, because patient is still clinically unstable.

Event description:
On (B)(6) 2015, the patient reportedly suffered from an arrhythmic storm. It was reported that the tachyarrhythmia was detected by the ICD, but not reduced by the shocks delivered by the ICD. External defibrillation was delivered. ICD was then interrogated and several warning messages were displayed. Preliminary analysis revealed a probable issue with the defibrillation lead. Overload (i.e. The detection of low shock impedance) was confirmed for one shock. Also, warnings for low shock impedance, high shock impedance, and rv continuity above 3000 ohms are indications of a rv lead issue. Preliminary analysis revealed a probable issue with the lv lead (warning for lv lead impedance above 3000 ohms). Preliminary analysis also revealed that 2 device resets occurred on (B)(6) 2015. Based on resets and on the use of external defibrillation, the integrity of the ICD cannot be guaranteed. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention for replacing the rv lead, the lv lead and the ICD). Reportedly, re-intervention has not been performed yet, because patient is still clinically unstable.

Manufacturer narrative:
Please refer to the attached report.

Event description:
On (B)(6) 2015, the patient reportedly suffered from an arrhythmic storm. It was reported that the tachyarrhythmia was detected by the ICD, but not reduced by the shocks delivered by the ICD. External defibrillation was delivered. ICD was then interrogated and several warning messages were displayed. Preliminary analysis revealed a probable issue with the defibrillation lead. Overload (i.e. The detection of low shock impedance) was confirmed for one shock. Also, warnings for low shock impedance, high shock impedance, and rv continuity above 3000 ohms are indications of a rv lead issue. Preliminary analysis revealed a probable issue with the lv lead (warning for lv lead impedance above 3000 ohms). Preliminary analysis also revealed that 2 device resets occurred on (B)(6) 2015. Based on resets and on the use of external defibrillation, the integrity of the ICD cannot be guaranteed. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention for replacing the rv lead, the lv lead and the ICD). Reportedly, re-intervention has not been performed yet, because patient is still clinically unstable.

Manufacturer narrative:
In-depth analysis of expertise files showed that device resets were due to a temporary abrupt decrease of the device internal power supply that occurred during last charge on (B)(6) 2015. No implant software issue was observed. Also, as of (B)(6) 2015, it was reported that it was still not possible to perform a re-intervention due to patient condition.

Manufacturer narrative:
Subject device was explanted and was returned for analysis. Preliminary analysis of the returned device confirmed that electrical characteristics were within specifications.

Event description:
On (B)(6) 2015, the patient reportedly suffered from an arrhythmic storm. It was reported that the tachyarrhythmia was detected by the ICD, but not reduced by the shocks delivered by the ICD. External defibrillation was delivered. ICD was then interrogated and several warning messages were displayed. Preliminary analysis revealed a probable issue with the defibrillation lead. Overload (i.e. The detection of low shock impedance) was confirmed for one shock. Also, warnings for low shock impedance, high shock impedance, and rv continuity above 3000 ohms are indications of a rv lead issue. Preliminary analysis revealed a probable issue with the lv lead (warning for lv lead impedance above 3000 ohms). Preliminary analysis also revealed that 2 device resets occurred on (B)(6) 2015. Based on resets and on the use of external defibrillation, the integrity of the ICD cannot be guaranteed. Patient care recommendations have been provided (evaluation of the benefit of a re-intervention for replacing the rv lead, the lv lead and the ICD). Reportedly, re-intervention has not been performed yet, because patient is still clinically unstable.